Manufacturer narrative:
This report is submitted on october 05, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to an infection where biofilm was found on the receiver/stimulator (specific date not reported). Additional information has been requested but has not been made available as of the date of this report. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 5, 2022.

Manufacturer narrative:
Per the clinic, the patient was administered with IV, oral and topical antibiotics (specific date and duration not reported). This report is submitted on november, 02, 2022.